Event description:
It was reported that the 9900 system continued to beep after the x-ray button was released during a procedure. The system was rebooted and the case was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the interconnect cable and reloaded the flash problem and calibration files onto the system. The system functions as intended.